Event description:
It was reported that pump malfunction occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection and did not require assistance from a third party. Technical support identified malfunction code, guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again.